Manufacturer narrative:
The expandable introducer sheath was returned to edwards lifesciences for evaluation. Upon visual inspection, scratches were observed along the length of the sheath shaft. A liner tear was visible along the expandable seam approximately 8¿ in length from the distal tip. There appears to be missing liner material along the liner tear area (approximately 6.5¿ in length from the distal tip). Slight distal tip damage and dings were noted. No damage was observed inside the sheath shaft surface. The loose liner strand consisted of a transparent thin material. The strand was analyzed per ftir and results show similar absorption characteristics when comparing to ptfe like material, which is the material of the liner. No applicable functional testing was performed as the complaint for liner tear and was confirmed through visual inspection of the returned sheath and strand. The strand was dimensionally measured to be approximately 6.5 inches in length and thickness measurements coincide with liner thickness specifications. The complaint for ¿sheath shaft ¿ liner torn¿ was confirmed. No manufacturing non-conformances could be identified. A review of DHR, complaint history analysis, and manufacturing mitigations did not reveal any indications that a manufacturing non-conformance of the sheath was the source of the complaint. Dimensional analysis indicate that the liner thickness was within specification. A review of the IFU and training manual revealed no deficiencies. The exact root cause is unable to be determined, but available information suggests that patient and/or procedural factors may have contributed to the event. Scratches observed along the sheath shaft are indicative of contact with patient calcification. Calcification can damage the exposed portion of the sheath liner. Such damage along the liner could lead to cutting/tearing, or could weaken the liner material, which may subsequently cause a liner tear during advancement or retrieval of the valve/delivery system. In this case, it was indicated that the delivery system was pushed with force through the sheath. This may indicate other procedural factors such as device preparation techniques (crimping technique, de-airing, etc.), device insertion/advancement, and retrieval through the sheath can result in damaging the liner. The pull force required to retrieve the partially unflexed and/or deflated balloon could lead to tearing the sheath liner. Vessel tortuosity and sub-optimal insertion angles can lead to non-axial alignment in the advancement or retrieval of the delivery system. The valve/delivery system can potentially catch onto the liner, propagating a tear. Since no labeling or IFU inadequacies have been identified, no corrective or preventative action is required at this time.

Manufacturer narrative:
(B)(4). Investigation is ongoing.

Event description:
As reported by the clinical specialist, after a successful sapient 3 tavr case by tf approach the sheath was removed from the patient and they observed a string of plastic hanging from the end of the sheath. ¿it looked a lot like a fishing line¿. The sheath's liner was torn as well. No other abnormalities were noted and there was no injury or negative impact to the patient. Upon receipt of the device, during pre-decontamination, the device was received with the string detached in a jar upon return and no longer observed hanging from the end, as previously reported.